Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user had a crash on his bicycle and hit his head. His ear was split and the implant region swollen. After the swelling decreased the user tried to wear the audio processor but no longer had any hearing perception. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a bicycle crash and hit his head. The ear was split and the implant region swollen. After the swelling declined the user tried to wear the ap but didn't get any hearing perception. Re-implantation is considered.